Event description:
It was reported that a malfunction occurred on the pump, identified with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if the malfunction reappears.